Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), alopecia ("hair loss"), fatigue ("fatigue"), arthralgia ("joint pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, alopecia, fatigue and arthralgia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, fatigue, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain, hair loss, fatigue, joint pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2013: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2021: event nickel allergy added. Then mention the update of both imdrf/FDA codes as the only change. Mr received: reporter was added, no new clinically significant information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), alopecia ("hair loss"), fatigue ("fatigue") and arthralgia ("joint pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, alopecia, fatigue and arthralgia had resolved. The reporter considered abdominal pain, alopecia, arthralgia, fatigue, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain, hair loss, fatigue, joint pain diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- event injury updated to pelvic pain. New events abdominal pain, hair loss, fatigue, joint pain, bleeding were added. Outcome of pelvic pain updated to recovered / resolved. Patient information, new reporter and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.